Event description:
It was reported that guidewire tip detachment occurred. A 182cm choice guidewire was advanced for treatment. However, during the procedure, the tip of the guidewire dislodged and became embedded within the patient anatomy. The patient needs to undergo an imaging procedure. No further information is available.